Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the requested documentation was not available; therefore, definitive contributing clinical factors cannot be concluded. It is unknown if patient experienced any trauma prior to the event. The patient impact beyond the reported revision due to a broken post cannot be determined, although a transient post-surgical recovery phase would be anticipated. A review of the instructions for use documents for knee systems revealed that break of implant has been identified in warnings and precautions section as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2009, the patient experienced a post breakage of the insert. This adverse event was solved by revision surgery on (B)(6) 2024 in which an unspecified journey bcs std 5-6 10mm insert was replaced. Current health status of patient is unknown.